Event description:
It was reported that during a right hemicolectomy the ntlc - linear cutter was used. In the second firing of a side to side anastamosis set on blue (as was the first firing) the firing lever snapped off halfway through the firing sequence. The surgeon used a babcock to complete the firing and then used the babcock to return the driver to the home position before he opened the device. No delay in surgery.

Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: was the product that was used - a ntlc55? If no, what was the product code? ¿ the product code is ntlc75 and the lot number is k4dv4u. Also, please be advised that this product is available for return. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.